Event description:
A patient underwent the chronic catheter placement procedure using hickman/leonard/broviac central venous catheter. It was reported that during a chronic catheter placement procedure, the catheter was allegedly broken in clamps. There was no reported patient injury.

Manufacturer narrative:
H11: initially, three MDR's were sent for each device since considering there were three reported devices. Later based on the confirmation, stating that broken clamps were noticed after placement and this appears to be one device with three broken clamps as it is a triple lumen device. Hence there is no alleged deficiency or malfunction with the other two devices. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3 section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent the chronic catheter placement procedure using hickman/leonard/broviac central venous catheter. It was reported that during a chronic catheter placement procedure, the catheter was allegedly broken in clamps. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported broken clamps as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1(medical device brand name), d2 (common device name), d4 (medical device catalog #), g3, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent the chronic catheter placement procedure using hickman. It was reported that during a chronic catheter placement procedure, the catheter was allegedly broken in clamps. There was no reported patient injury.